Event description:
Purchased a lyra laser from laserscope in jan, 2002. The laser was marketed in a manner that made reporter believe it would be effective on skin types I-vi & could also effectively treat vellous hair. Reporter has used this laser since feb & the only people that have had hair loss are black clients a skin type vi. No one else has had hair loss. Reporter has contacted the co at least 4 times & each time a rep came out & each time told them to try different things. Reporter complied & none of them worked. Reporter even had laser serviced several times to make sure it was working properly, it was. Reporter has done everything they can think of to try and get results for clients. Clients are very upset & this makes reporter look bad. As a result reporter had to purchase another $100,000 laser to replace this one which now sits in a back room unused & they're still paying for it. Reporter is extremely upset about this problem. Reporter has several pt records they can produce with dates of treatment. Power setting & results.